Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address high metal ions and pain.

Manufacturer narrative:
Patient was revised to address high metal ions and pain.examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. No additional investigational inputs were provided to review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.